Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k243207. Investigation summary: bd received 7 photos for investigation. The review of the photos indicated a molding defect (damaged threads) for both lot numbers as well as bent np cannula for lot 5105288. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5105288, for the indicated failure modes: bent and molding defect. This complaint has been confirmed for the lot 5115269, for the indicated failure mode: molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles exhibited damaged threads. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles exhibited damaged threads. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.